Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that center button was unresponsive at times and did not work. The customer's blood glucose value was 240 mg/dl. Customer stated that there was no response from any button. The customer was advised to monitor the time display. Customer stated that the minutes change. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.